Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s dexcom g7 sensor would not pair with the ilet after an initial warm-up, resulting in repeated returns to the start sensor screen and no glucose readings on the ilet; the user reverted to subcutaneous insulin via pen as back-up therapy. Symptoms included hyperglycemia with blood glucose reported over 400 and foot pain. Outcomes included prolonged hyperglycemia over multiple days without hospitalization or professional medical intervention. Investigation included troubleshooting and education with a recommendation to replace the sensor and guidance to call back if the new sensor did not connect within 30 minutes. Investigation of this case revealed a pairing failure between the ilet and a dexcom g7 sensor, consistent with a connectivity or integration malfunction localized to cgm pairing, without evidence of broader ilet pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved sensor-to-ilet pairing failure of unclear origin.